Event description:
It was reported that seventeen (17) days post stent placement, the patient presented with lower limb ischemia. CT was performed and a thrombosis was found in the popliteal artery. Further an alleged stent fracture was reported. After successful thrombolysis, the patient could be discharged from hospital.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.